Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4) no complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 63.5cm was returned in two segments for analysis. External insulation abrasion was noted at 48.3-48.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.0-7.3cm and 28.8-30.0cm from the distal tip. The etfe coating was intact at these locations.